Event description:
It was reported that the icm125v4 12.5mm implantable collamer lens tore as the surgeon inserted it in the eye. No patient injury reported.

Manufacturer narrative:
The reporter stated that on (B)(6) 2012 the surgeon attempted to insert an icm125v4 in the os eye of the patient but the lens broke during implantation. The lens was removed during the same surgery. Another day, a same model was implanted. It was concluded that the most likely root cause was user or technical error. Evaluation method - lens work order search. Results: a lens work order search revealed that the re were nos similar complaint for the dame type of problem from the work order. (B)(4).

Manufacturer narrative:
(B)(4)